Manufacturer narrative:
Evaluation results: lack of information (cause of death is unknown), (death).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately 5 years ago during the clinical trial. Aneurysm and vessel morphology were not reported. It was reported that the patient expired. The cause of death is unknown, and no additional information was provided.